Event description:
Customer reported hospitalization due to kidney infection. Customer experienced high blood glucose and pancreatitis during hospitalization. Customer was blacking out and vomiting. Customer was admitted to ICU for one week. The insulin pump has a protruded drive support cap. The insulin pump had alarmed during prime process. The current blood glucose reading is 221 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received prime alarm during a basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm due to the prime alarm. The device was also received in with missing end cap sticker, cracked cas with the display window, cracked reservoir tube lip, cracked battery the thread and a scratched liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.